Manufacturer narrative:
(B)(4).

Event description:
It was reported the parkinson's disease patient's implantable neurostimulator (ins) "turned off near a microwave" and that they did not experience any symptoms while their device was off. The patient's physician checked the ins and found the ins was turned off, though it was noted the patient had not switched the ins off. It was unknown how long the ins had been turned off at the time of report. Impedance testing was performed and found "no anomalies." The physician turned the patient's ins on at that time and no further troubleshooting was performed. The issue was reportedly resolved and the patient received effective therapy. Surgical intervention had not been planned or performed due to the event. Additional information was requested; a supplemental report will be filed if additional information is received.